Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during a lobectomy procedure, the staple at the tip of the staple line was malformed at second firing (box sharp). Another device was used to complete the case. There was no reported pt consequence.